Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of the pump black box data revealed no evidence of a temperature issue. During a visual inspection of the pump, no damage was found to any part of the casing. The pump was exercised for 24 hours with no duplicated overheating, errors, alarms, or warnings. The electrical current draws measured within specifications. The pump case was removed, and no internal moisture or damage was found. The complaint was not duplicated and no defect was found.